Event description:
It was reported that the device was unable to calibrate plunger position sensor. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection was performed, and the following observations were noted: tamper seals were intact. Top and bottom cases are in excellent condition. Cracked right and left plunger cases. No visible contamination. Functional and delivery testing was conducted. There was a syringe empty - stop error identified in event history log review. Occlusion test was performed. Using biomed diagnostic monitor analog sensor for plunger position. Syringe empty alarm found during occlusion test and unable to calibrate position pot. Unable to move position pot tab due to broken carriage. Physical impact was found on plunger head and the carriage. The reported issue was confirmed. The root cause of the reported event was determined to be physical impact caused by customer. The following actions were taken: replaced carriage and position pot. Performed calibration. Other repairs included: replaced right and left plunger cases, plunger tube (too sticky), battery (depleted). Device passed all functional and device testing after repairs.